Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was ultimately successful in charging the pump. Additionally, the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a larger bolus than needed. Blood glucose (bg) level ranged between 50-250 mg/dl. The customer consumed juice to address bg.